Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has moderate erosion. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. Poor suction was observed during testing. Backflush resolved clog. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) an attempt to excavate large volumes of tissue. 2) it is possible that the tissue attempted to be suctioned was too large, thereby causing a clog. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the middle of the ent procedure, the wand lost all suction function. Backup device was available to complete the procedure. A delay greater than 30 minutes was reported. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.